Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 187 mg/dl at the time of the call. The customer was having sensor glucose versus blood glucose differences and the pump alarmed sensor updating several times. The customer also reported the sensor was not sticking correctly and the pump did not suspend on low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went high due to bolusing manually too much. The nurse reported that the customer's blood glucose was fluctuating a lot. The insulin pump will not be returned for analysis.